Event description:
It was reported that the patient was unable to adjust stimulation. The reporter stated that ¿it was not working¿ and there was a doctor¿s face coming up on the programmer. The reporter was assisted in synching with the implantable neurostimulator (ins), but a poor communication message appeared. The reporter was not using the antenna when this occurred and had the programmer over the patient¿s bandage. The programmer had not worked since the patient had an additional surgery two days prior to the report. The reporter could not get the programmer to work, had no idea what the ins was set at, and the patient was not feeling anything. Five days later it was reported that the bandage was still over the ins site. The reporter decided to remove the bandage, but was still unable to adjust stimulation. The programmer displayed a ¿call your doctor¿ icon and power on reset (por) condition. The patient had an appointment the day after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that regarding the cause of the por, it was noted: probable bovie during revision. Regarding symptoms the patient was experiencing, it was noted: none. Regarding troubleshooting, it was noted: attempt at reprogramming. Regarding how the patient was doing now, it was noted: recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gp2s, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).